Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) removal was too high during treatment mode on a 2008t hemodialysis (hd) system. A fresenius field service technician (fst) was dispatched to the facility to evaluate the 2008t machine. The fst was unable to duplicate the reported issue, and the uf calibration was confirmed to be within specification. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.